Manufacturer narrative:
A customer reported error message 4383, wash syringe 2 home overrun on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error log and was able to reproduce the error by powering on the analyzer and th error returned. The issue was resolved by cleaning the s201 home sensor for wash syringe 2. The quality control (qc) results passed and within an acceptable range. The aia-2000 analyzer was back in service. The most probable cause of the reported event was due to dust build up. A 13-month complaint and service history review for serial number (B)(4) from the date of 12apr2021 through aware date 12may2022 was performed for similar complaints. There were two similar complaints identified during the search period including this event. The aia-2000 operator's manual under section 04 - error messages states the following: [4383] wash syringe 2 home overrun. Cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives.

Event description:
Customer called to report error 4383, wash syringe 2 home overrun on the aia-2000 analyzer. Customer states all set home has not resolved and the error is constant. This is a reportable event based on delay in reporting patient results for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg) analytes.